Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting a drop in pacing impedance measurements down to 200 ohms. No capture was also observed in multiple configurations. At this time no changes have been made and the lv lead remains in service. The patient will continue to be monitored. No adverse patient effects were reported.